Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead noise reversion episodes were observed on the rv lead. Patient was symptomatic and pacemaker dependent. Lead was capped on (B)(6) 2018 and a new lead was implanted. Patient was stable.